Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned to the manufacturer. The investigation is currently under way. The catalog number identified has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the common femoral artery, the balloon expandable stent allegedly dislodged from the balloon while being inserted into the introducer sheath. Another balloon expandable stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the distal end of the delivery system and the stent were returned for evaluation. The device was returned bloody. The stent was noted to be loose on the balloon and dislodged proximally. The balloon was examined under magnification and crimp marks were visible on the balloon. Therefore, based on the returned sample, the investigation is confirmed for dislodgement of the stent. The definitive root cause for the identified dislodged stent could not be determined based upon available information. It is unknown whether procedural issues involving the user's sheath contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the common femoral artery, the balloon expandable stent allegedly dislodged from the balloon while being inserted into the introducer sheath. Another balloon expandable stent was used to complete the procedure. There was no reported patient injury.